Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (band-aid kizu power pad regular ap 37131785). Lot number is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that she got a wound on (B)(6) 2018 and adhesive band-aid was applied to the wound. On (B)(6) 2018, consumer visited an orthopedist and was instructed to use band-aid kizu power pad (kpp) for the wound. (Kpp) was applied without washing the wound. Consumer had pain on the wound and visited another hospital after two (2) days of using the (kpp). Consumer was instructed to stop using (kpp) and apply gentamicin ointment because pus had begun to form in the wound. Consumer applied the prescribed ointment for two (2) days, the pain subsided and the condition of the wound improved.